Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 900 mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past two days. Troubleshooting was performed. The programing, time, and date were correct. It was stated that when the customer was ready to leave the hospital, the insulin pump was reconnected, but her glucose level went back up. The nurse stated that it's unsure if the customer has changed the infusion set. It was stated that the reservoir was in the insulin pump, but there was no tubing connected at the p-cap. No further info was provided.